Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device sounded funny with a higher pitch and raspity sound while burring. According to the reporter, it sounded like sand was inside the device and did not sound right. At a later time, the device was tested and passed all specifications; however, it was noted to be smoking slightly for a couple of seconds and then became warm to the touch. There were no delays to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected noise with a reading of 81.4 decibels which is greater than manufacture specification (81.4 decibels; specified reading is sound level must not exceed 76 decibels) and the unit reflected heat with a reading of 119.3 degrees fahrenheit which is greater than manufacture specification (119.3 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was also observed that the drive shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.